Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 178 events were previously reported during the reporting quarter; however: 181 events should have been reported; 3 events were inadvertently excluded. - 181 previously reported events are included in this follow-up record. Product return status 174 devices were received. 7 devices were not available for evaluation.   Event confirmation status 174 reported events were confirmed; the cause traced to component failure. Evaluation results 174 devices were found to be affected by missing paint chips. Additional information 181 devices were not labeled for single-use. 181 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 181 </noe> malfunction events in which the device had paint chips missing. 181 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 178 events were reported for this quarter.   Product return status: 171 devices were available for evaluation: 170 devices were received. 1 device was evaluated in the field. 4 devices were not available for evaluation. 3 devices investigation type have not yet been determined.   Evaluation status: confirmed. 163 reported events were confirmed during testing. 163 devices were found to be affected by missing paint chips. In progress: 8 device evaluations are in progress.   Additional information: 178 devices were not labeled for single-use. 178 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 178 </noe> malfunction events in which the device had paint chips missing. 178 events had no patient involvement; no patient impact.